Event description:
It was reported that the external pulse generator had a cracked case and is also due for its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found the battery release and lead flex cover contaminated, the two side bail covers, ring cover and battery drawer broken, the battery contacts compressed and one side bail bent.